Event description:
During an anterior cruciate ligament (acl) reconstruction procedure utilizing the endoscopic cannulated drill bit, 4.5 mm, sterile, it was reported that the drill bit broke inside of the patient while the surgeon was drilling the subject device over the passing pin out to the cortex. It was reported that there were no anatomy or procedure exceptions, however there appeared to be more force required than normally applied due to the passing pin show signs of bending. There was a fifteen (15) minute delay in the procedure. Backup device was available and the surgery was able to be completed successfully. It was reported that the surgeon is confident that all debris was removed through the use of fluoroscopy. (B)(4).

Manufacturer narrative:
Subject device and a competitor¿s drill tipped passing pin were returned for evaluation. Visual assessment of the drill confirmed the failure mode of ¿broken tip¿. Approximately one quarter of the drills length (1.710) was returned. The drill head has separated at its flutes yet remains attached to the shaft. The passing pin is dramatically bent. The drills shaft has broken at the 40 mm mark above the bend in the passing pin. The condition of the drill is the direct result of drilling over a bent guidewire. Instructions for use (IFU) states: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. Per results of the investigation, the root cause was deemed ¿user error¿. At this time, no further investigation is warranted. (B)(4).